Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 79 mg/dl. During troubleshooting the insulin pump was able to prime without incident. The customer was advised of a possible site or set related occlusion. The no delivery alarm was resolved by changing the site, set, and reservoir. The reservoir was not returned for analysis.